Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for additional lot number is as follows: d4. Medical device lot#: 4009655. D4. Medical device expiration date: 31-jan-2026. D4. Unique identifier (UDI) #: (B)(4). H4. Device manufacture date: 09-jan-2024. D.2b medical device type: one additional code applies; jka. Investigation summary: bd received two (2) samples and three photos for investigation. The photos were reviewed and the indicated failure mode for cracked, and sleeve side piercing were observed. Additionally, the customer samples were evaluated by visual examination and the issue of cracked sleeve for lot number 4095030 and sleeve side piercing for batch number 4009655 were observed. Also (B)(6) retained samples (from each lot number: (B)(6) in total) were taken and visually examined and no sleeve defects were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of cracked sleeve and sleeve side piercing. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® ultratouch¿ push button blood collection set, that the sleeve of one device had a crack and the sleeve of another device exhibited side sleeve piercing. There was no health impact or consequence reported.